Event description:
The customer reported that during use on a patient (no patient details reported), the service indicator illuminated and the word service flashed on the monitor display, then the device lost power. The device operator was not able to turn the device back on. The pt was not resuscitated. The reporter indicated the pt's outcome was not related to device use. This opinion was based on an assessment of the patient's condition.

Manufacturer narrative:
Medtronic evaluated the device. The device was observed to spontaneously cycle power after it had been turned on for approximately 5 minutes and the service indicator illuminated. After replacing the system/memory pcb assemblies, proper operation was confirmed and the device was returned to the customer. The system/memory pcb assembly was subsequently evaluated. Proper operation was observed during the evaluation. The reported problem was not duplicated or confirmed. The root cause of the reported problem was not determined.